Manufacturer narrative:
The reported event of inability to communicate was confirmed. Findings revealed the device at end-of-service state. No anomalies were detected.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.